Manufacturer narrative:
Investigation summary: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps syringe manufacturing process. However, based on the description bd assigned a quality criteria that is identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported hypoint ndl25ga5/8in leaked during use. The following information was provided by the initial reporter: "a customer who is an experienced user of the product has injected with this needle on (B)(6) 2021 at 12:15 p.m. Some of the solution leaked, defective syringe and needle.